Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in 120 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 09-apr-2026. Investigation summary: bd received 35 samples and 3 photos for investigation. The samples were visually inspected for foreign material, and all samples failed inspection. The photos show two samples with black foreign material on the separation gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive potential cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, foreign matter was found in 120 tubes. No adverse impact was reported regarding the patient or user.